Manufacturer narrative:
Clinical review: a temporal relationship exists between pd therapy utilizing the liberty cycler set and the patient¿s peritonitis event. However, currently there is no objective evidence that a liberty cycler set product issue caused or contributed to the event. The leading cause of peritonitis continues to be poor aseptic technique at the time of the pd exchange. The patient¿s pd effluent grew streptococcus oralis/mitis which is an organism that normally resides in the human mouth. This suggests the peritonitis may have been caused by airborne contamination which is often associated with patients not wearing a mask during pd per protocol. Additionally, the patient was relatively new to using fresenius products for pd therapy. The nature and degree of patient training on fresenius products as well as patient proficiency with the new procedure is unknown. However, the patient reportedly was re-using the fresenius drain line (against manufacturer instructions for use). Re-using the drain line puts the patient at risk for peritonitis as this is a significant breach in aseptic technique. According to the international society of peritoneal dialysis (ispd) guidelines, patient training and education is a critical component in prevention of pd-related peritonitis as well as re-training especially following a change to another supplier or a different type of connection.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. One case of alternate samples was retrieved from the distribution center with product number 050-87212 and lot number 19ar08126. During the evaluation a visual and functional test of the alternate samples were performed, and results were acceptable. The sample was tested in the cycler machine and worked as intended without any abnormalities. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation of the actual device could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis following transition to fresenius products. The nature and degree of patient training as well as patient understanding and adherence to procedure is unknown. The patient does not perform a daytime manual exchange. A culture test was performed and the results confirmed growth of streptococcus. The patient was reportedly reusing the drain line the same day peritonitis was diagnosed. The patient was retrained on not reusing the drain line. The patient was treated with antibiotics (type, dose, route, frequency unknown). Additional information was requested, however to date has not been provided.